Event description:
It was reported that a catheter issue occurred. The opticrosshd imaging catheter was selected for use. A packaging defect on the inner pouch was observed. During the procedure, a packaging defect on the inner pouch was encountered. There was no patient involved.